Event description:
The customer reported that the wake button on the pump was difficult to press. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.